Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction (gap between acoustic lens and ultrasonic probe) occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "caution do not touch the electrical contacts inside the videoscope cable connector. Ccd (charged coupled device) damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the up/down knob had a gap due to peeled adhesive, switch #1 was damaged, the channel mount unit was deformed, the suction cylinder was discolored, water tightness was lost due to deformation of the electrical connector guide pin, the number of missing elements exceeded the standard value due to damage on the ultrasonic probe, the displayed ultrasonic image was defective due to damage on the acoustic lens, the bending section cover adhesive was detached, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the channel cleaning brush could not be inserted smoothly due to a dent on the suction tube in the universal cord, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope as part of the asset return process. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered inside the lens through a gap in the adhesive on the distal end. The report is being submitted due to the defects found during evaluation.